Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (2000 mcg/ml at unknown dose) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient was refilled on (B)(6) 2022 and the patient's mother felt that shortly after the refill the patient was more tired than normal. On (B)(6) 2022 the patient was admitted to the hospital and on (B)(6) 2022 the dose was decreased by half. That did not seem to change the symptoms. At some point the patient started having hallucinations as well and the provider felt that the patient was "looser" than they would like them to be. The company representative stated the provider did not feel symptoms were related to the pump, but the patient's mother felt it was related. The rep confirmed the concentration was not changed at refill and the rep didn't think the provider used compounded medication. The rep also stated at refill they expected ~9 ml and got back ~15 ml. The rep noted the provider didn't have information from previous refills, but suggested it was a larger discrepancy than typical for this patient. The rep didn't think any additional troubleshooting had been done, such as checking the residual volume of the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via company representative (rep) reported that a pump interrogation indicated no alerts on the pump. Further troubleshooting was not completed. The rep stated that the cause of the volume discrepancy and patient's symptoms were not determined. No changes were made at this time. It was unknown if the event was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.